Event description:
The user received a questionable human chorionic gonadotropin underexpansion, stat (hcg) result for one patient sample. The initial result from the original sample was 107 miu/ml with a data flag and was reported outside the laboratory. The physician questioned the result and requested a sample be redrawn. A "green top" and "red top" tube were drawn from the patient on (B)(6) 2012 at 4:55 am. The result from the "green top" tube was 5 miu/ml with a data flag. The result from the "red top" tube was 4.88 miu/ml with a data flag. A second redraw was ordered around 16:20 on (B)(6) 2012. The result from the "green top" tube was 5 (5.84) miu/ml with a data flag. The result from the "red top" tube was 6 (5.85) miu/ml with a data flag. On (B)(6) 2012, the original sample was retested and the result was 1.26 miu/ml with a data flag. On (B)(6) 2012, the original sample was retested and the result was 1.24 miu/ml with a data flag. The repeat result was considered to be correct. The patient was not adversely affected. The hcg reagent lot number was 16697301 with an expiration date of 02/28/2013. The user noted that weekly maintenance was performed at some point after the first redraw samples were tested, but before the second redraw sample was tested. It was also noted that the initial erroneous result was generated from a different reagent pack than the repeat results or results from the redraw samples. The field service representative could not find a cause and performed service actions for the discrepant result with all results within specifications. The user ran quality control with results within specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The investigation could not determine the specific root cause. The field service representative could not find any performance problem. The system was performing within specification.